Manufacturer narrative:
Results of investigation: it was reported that a revision surgery was performed due post traumatic event. Patient tilts over in squat and the knee prosthesis luxated. The affected legion constrained articular insert was returned and evaluated. A lab analysis conducted during this investigation noted that damage/deformation was observed on the articular surface of the insert; these features have been reported as being created by third-body particulate (bone cement, bone, etc.) In the joint space. Cement and bone particulate are known to be produced during a total knee arthroplasty (tka), even under carefully controlled conditions. The insert post is also damaged and scratched. Both the anterior and posterior surfaces of the post are deformed and damaged. No material or manufacturing deviations were observed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Additional info: probable causes added to results of investigation per risk management file. Results of investigation: it was reported that a revision surgery was performed due to traumatic event. Patient tilts over in squat and the knee prosthesis luxated. The affected legion constrained articular insert, used in treatment, was returned and evaluated. A lab analysis conducted during this investigation noted that damage/deformation was observed on the articular surface of the insert; these features have been reported as being created by third-body particulate (bone cement, bone, etc.) In the joint space. Cement and bone particulate are known to be produced during a total knee arthroplasty (tka), even under carefully controlled conditions. The insert post is also damaged and scratched. Both the anterior and posterior surfaces of the post are deformed and damaged. No material or manufacturing deviations were observed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Per our risk management file, possible causes of dislocation could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. However we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to a luxation of the proximal tibia due to post traumatic events.